Event description:
It was reported that sometime post a chronic catheter placement, the patient allegedly heard a pop while flushing. It was further reported that the white lumen had a leak and there was blood present. Reportedly, the line was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic, functional and microscopic evaluations were performed on the returned device. An s-shaped compound split was noted on the catheter body, proximal to the clamping sleeve. Upon infusion, a leak from the compound split was observed. Therefore the investigation is confirmed for the reported leak and the identified burst issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post a chronic catheter placement, the patient allegedly heard a pop while flushing. It was further reported that the white lumen had a leak and there was blood present. Reportedly, the line was repaired. There was no reported patient injury.